Event description:
It was reported that the customer had high blood glucose while bolusing. It was stated that the infusion set was changed and the glucose level kept high. Troubleshooting was performed. The basal and bolus matched with the daily totals. Ran a fixed prime and high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.